Manufacturer narrative:
To date, the regulatory affairs department has not received the implant information requested. Upon receipt of this information, the file will be updated accordingly. If/when the customer provides any information, the file will be reopened.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. Details of surgery: sinus augmentation. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.